Event description:
It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 65% stenosed target lesion was located in the calcified left anterior descending artery. A wiseguide guide catheter was put in place in the lesion and then a taxus express2 drug eluting stent (des) was implanted in the proximal lad. The physician then implanted a 3.0 x 28 mm non bsc stent in the distal lad. The physician advanced another 3.0 x 28 non bsc stent to the lesion but was unable to cross the lesion. The physician applied pressure while trying to pull the stent back to remove it from the pt and the stent was stripped off the stent delivery system (sds) and landed in the lad. Another 3.0 x 28 non bsc stent was advanced to the lesion and pinned the dislodged stent against the vessel wall. It was noticed during rewiring that dissection had occurred in the proximal lad, and it was confirmed that the wiseguide guide catheter had caused the dissection. The 3.0 x 28 mm non bsc stent was used to pin the dislodged stent against the wall was then implanted in the proximal lad to treat the dissection. The stent was postdilated with a 3.0 maverick2 balloon which was inflated to 16 atms. The procedure was successfully completed with no add'l pt complications. The pt's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.